Event description:
It was reported to philips that the system shut down and restarted unexpectedly during use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event and customer was performing a vascular treatment. The procedure was delayed, and it got completed after two restarts of the system. The philips remote service engineer (rse) checked the device remotely and confirmed that the system restarted unexpectedly during operation. The fse visited onsite and upon functional testing, the fse found that the software was crashing. To resolve the reported issue, the fse reloaded the system software. After reloading of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.